Event description:
It was reported via repair work order that the bed had reduced in brake force due to worn scorpion/ gill brake kit and it was also reported that the fowler was drifting down due to worn fowler clutch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.